Event description:
During a supraventricular tachycardia procedure, a cardiac tamponade occurred requiring a pericardiocentesis. The contact force display did not function after the catheter was reinserted into the body. The tactisys was rebooted, and the connections were checked. There was only a pink dashed line on the display of the ensite x system. The catheter was exchanged, the issue resolved, and the ablation was completed successfully. After the procedure while the patient was in holding, the physician was notified that the patient had a cardiac tamponade. A pericardiocentesis was performed and the patient stabilized.

Event description:
During an atrioventricular nodal re-entrant tachycardia procedure, a cardiac tamponade occurred requiring a pericardiocentesis. The contact force display did not function after the catheter was reinserted into the body. The tactisys was rebooted, and the connections were checked. There was only a pink dashed line on the display of the ensite x system. The catheter was exchanged, the issue resolved, and the ablation was completed successfully. After the procedure while the patient was in holding, there was respiratory stress and hypotension noted. The physician was notified that the patient had a cardiac tamponade found with an echocardiogram. A pericardiocentesis was performed and the patient stabilized. It is unknown what caused the cardiac tamponade, but the physician does not allege that is was caused by the ablation, as it was being performed in the septum.

Manufacturer narrative:
One bi-directional, curve f-j, tacticath sensor enabled contact force ablation catheter was received for evaluation. No visual anomalies were noted. When the returned device was connected to the tactisys quartz unit, optical fibers 1-3 met specifications for optical properties and contact force was displayed with no error messages noted. The magnetic sensor, both thermocouples, and electrodes 1-4 met specifications during electrical testing with no open or short circuits detected. In addition, the device met specifications during temperature testing, occlusion testing, and leak testing. The catheter shaft deflected in both directions when the steering mechanism was actuated and met specifications for curve shape. The reported contact force issue could not be confirmed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported perforation remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.